Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. The DHR review cannot be perform at this time. Device identifier number: 10381780253457.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that on a brand new a1059 mayfield modified skull clamp was pinned to a patient's head on (B)(6) 2018. The physician attempted to connect the large starburst of the a1059 to the mayfield 2 base unit and the screw would stop short of fully connecting to the starburst. The healthcare team had to un-pin the patient and re-pin with an older skull clamp. There was an unknown delay in surgery due to product problem. The integra sales representative inspected all of the equipment the next day and found that one side of the skull clamp would not screw into any base unit. This was a problem on just one side. Additional information has been requested.